Event description:
Caller reported occlusion alarms. There was no adverse impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event as the customer declined to troubleshoot and provide details.